Event description:
Complainant alleged that the clinicians in the cath lab were attempting to monitor a female pt (age unknown) using multi-function electrodes, but they received a "paddle fault" error message on the device screen. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.